Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related MFR# 2916596-2023-04079, covers the no external power alarms/unknown driveline disconnects on the system controller. It was reported that the patient's system controller was alarming, and the patient's son and the patient's partner decided to change to the backup system controller to stop the beeping. The son found the patient passed away with their backup system controller connected and it was noted when he was found that the pump and battery were intact and that everything was working. The patient passed away at home alone on (B)(6) 2023. The log files noted two driveline disconnects on (B)(6) 2023, at 10:21 am and at 5:08 pm. There were also no external power alarms due to simultaneous power lead disconnects, and power cable disconnect alarms while the patient was connected to battery power. It was reported that the log files did not indicate any malfunction of the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop event associated with a disconnection of the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The submitted system controller event log file from the controller that was supporting the patient at the time of the event confirmed a pump stop on (B)(6) 2023 which was associated with disconnection of the driveline. The driveline was reconnected shortly after, following which, the pump resumed operation without issue until support was later withdrawn the same day. The pump appeared to have operated as intended at the set speed while the driveline was connected. Of note, the pump was not connected to the backup system controller at the time of the reported event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of the heartmate 3 lvas, including death. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file review showed that the patient never successfully connected the backup controller. The backup controller was connected to power, but the driveline was not connected. Related regulatory reference report MFR # 2916596-2023-05646.